Event description:
It was reported that the customer experienced a low blood glucose (bg) level (40 mg/dl). Carbohydrates were consumed to treat the bg. Reportedly, the customer had inadvertently delivered a bolus via the pump. The customer acknowledged that the pump was functioning as intended.